Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, in situ measurements before the reported impact show one channel with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected after a trauma to the right side of the head. The incident occurred in early december 2022. The user was re-implanted.

Event description:
The user's hearing performance with the device is affected after a trauma to the right side of the head. The incident occurred in early (B)(6) 2022. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma to the right side of the head. The incident occurred in early (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition in situ measurements before the reported impact show one channel with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma to the right side of the head. The incident occured in early (B)(6) 2022.